Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for high pacing impedance on the right ventricular (rv) lead. It was noted that the rv lead had a gradual rise in pacing impedance for over a year and the rv pacing thresholds have increased significantly over the same time period. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.